Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters with a coude tip hurts and they were painful. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheters with a coude tip hurts and they were painful. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported.